Manufacturer narrative:
(B)(4). The complaint was not confirmed and no new issues or errors were observed during control solution testing. All results were within the range specification and according to the memory log of the meter the reading indicated during the event could not be found.

Event description:
Customer reported receiving inaccurate readings on their precision xtra blood glucose monitor. Customer received readings of 7 mg/dl compared to a lab reading of 179 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event. It is to be noted that precision xtra meters do not give readings less than 20mg/dl.